Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2022. The patient stated that her husband found her unconscious during the night and called 911. She stated that she was taken to the hospital and treated with an insulin drip, but that because she was unconscious at the time, she is unable to remember details of the event. At some point her cgm was reading 180 mg/dl but the bg was 600 mg/dl. It is unknown if these values were taken by the husband, by emergency medical servcies (ems), or at the hospital. At the time of the report she was out of the hospital and feeling better. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the c zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia and loss of consciousness.